Event description:
Received info stating customer received an occlusion alarm. Reportedly, customer blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u report will be submitted.